Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices referenced are being filed under separate medwatch report numbers. (B)(4). (B)(6).

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an interventional procedure. Reportedly, the foot of the proglide device was deployed and "would not release". Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Four additional proglide devices were opened and the foot of the devices were difficult to retract and it seemed as though the "white link was in the way". These devices were not used on a patient. No additional information was provided. Medsun mandatory and voluntary report form #(B)(4) containing the following information: describe the event or problem: perclose device malfunction on deployment and was stuck in the right femoral artery. What was the original intended procedure? Stent placement to left main left anterior descending.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In addition, unused, sterile representative samples were returned and successfully tested, no malfunction was noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.